Manufacturer narrative:
(B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens was discarded by the account). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted on (B)(6) 2021. On the following day, the lens was found to have rotated about 15 degrees. The iol was explanted and a non-johnson and johnson lens was used as the replacement. There was no patient injury reported. It was noted that the lens was discarded. No further information was provided.